Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence. It was noticed that the device was not cycling and had fluid loss due a hole in the balloon. Also, the pump stayed flat, and air was identified on the system. The existing aus was explanted and replace. There were no further patient complications.